Manufacturer narrative:
Date of event: exact date unknown, event occurred six weeks after implant.

Event description:
It was reported that the patient was experiencing pain at the pocket site. No device malfunction suspected. The patient underwent an explant procedure wherein the ipg was removed and was doing well postoperatively. The explanted ipg was discarded.